Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected off no power or low battery alarm was noted. The insulin pump had intermittent button response due to moisture damage on the kepyad traces. The insulin pump had cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.

Event description:
Customer reported that the buttons on the insulin pump were unresponsive. Customer's blood glucose reading at the time of the call was 148 mg/dl. No further information reported.